Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4) ) on 26-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy test that were positive to nickel"), menorrhagia ("haemorrhagic menstrual periods, which lasted for 14 days") and basedow's disease ("basedow disease") in a (B)(6) -year-old female patient who had essure (batch no. C38218) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criterion medically significant) and gait disturbance ("difficulty to walk"). On (B)(6) 2015, the patient experienced myalgia ("muscular pain / multiple muscular pains"), fatigue ("important fatigue/ significant fatigue"), tinnitus ("violent tinnitus / significant tinnitus"), deafness ("hearing loss needing device / audition decreased that needed hearing aid on (B)(6) 2015"), neuralgia ("neurologic pains"), headache ("headaches") and visual impairment ("visual disorders"). In (B)(6) 2016, the patient experienced basedow's disease (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hypotonia ("lack of tonus in lower and upper limbs"), intestinal transit time abnormal ("irregular transit") and abdominal pain upper ("gastric pain"). The patient was treated with surgery (essure removal: uterus and tubes resection) and surgery (thyroid resection in (B)(6) -2016). Essure was removed. At the time of the report, the allergy to metals, menorrhagia, myalgia, gait disturbance, hypotonia, intestinal transit time abnormal, abdominal pain upper, tinnitus, deafness, neuralgia, headache, basedow's disease and visual impairment outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain upper, allergy to metals, basedow's disease, deafness, fatigue, gait disturbance, headache, hypotonia, intestinal transit time abnormal, menorrhagia, myalgia, neuralgia, tinnitus and visual impairment to be related to essure. The reporter commented: state of health which worsened since essure placement. Patient reported acts of everyday life are very difficult , she no longer can do sports her body was no longer hers. At (B)(6) -year-old, the patient lived in the body of aged people. She had to remove essure because of nickel allergy that poisoned her body and cause all of the adverse events. She was to undergo uterus resection and tubes resection. She had difficulties to take care of her 3 children, she had sick leaves. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive to nickel. Computerised tomogram - on an unknown date: no abnormalities. Nuclear magnetic resonance imaging - on an unknown date: no abnormalities. Blood work-up - no abnormalities. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-mar-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 388 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events added, lab test and medical history updated. Essure was removed due to nickel allergy. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.